Event description:
It was reported the customer's insulin pump did not calculate the amount of bolus when the b button was pressed. Customer also reported experiencing no delivery alarms. The customer was assisted with programming their insulin pump. Customer's blood glucose was 299 mg/dl. It was also found the customer's insulin pump would intermittently scroll through screens. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.